Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), d9 (device availability) and h6 (type of investigation). H3: product evaluation: the device was returned for evaluation. Customer report of inner packaging was attached and stuck on the outer packaging was unable to be confirmed. The shelf box seal had been opened and tyvek lids were not stuck to each other. Outer and inner tray tyvek lid seals were open. Adhesive was evident at the open seal area in both trays and lids. The adhesive transfer appeared complete without any visual interruption. No visible inconsistencies were observed on the returned ring and packaging. The returned unit was consistent with provided pictures by the customer. However, from one of the pictures, appeared to show the lids stuck to each other. H10: manufacturer narrative: this case is considered as not reportable. The malfunction of the packaging causing the inner sterile pouch lid to stick to the outer pouch lid does not impact inner product sterility prior to opening. Users opening the outer packaging for aseptic transfer of the inner packaging to the sterile field would easily note the packaging malfunction, it would be obvious to the users and cannot go undetected. It will render the device unusable. The device can be exchanged prior to use with minimal delay. Based on this information, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the sealing of the packaging of this physioii ring model 5200m34 was faulty. At the time the circulating nurse opened the outer package, the ring jumped out to the unsterile field. Reportedly, the inner packaging (primary sterile barrier) which is meant to be taken by the scrub nurse was attached and stuck on the outer packaging. Before opening, the package was examined for evidence of damage. Tamper seal was closed and intact.